Manufacturer narrative:
The jarit fan retractor (600540) was returned for evaluation: failure analysis: visual evaluation of the jarit fan retractor noted that the device was received in used condition with the hinge pin missing. The missing pin had sheared off due to rough handling/excessive force. Root cause analysis: the complaint reported by the customer was confirmed. Per supplier evaluation, weight in excess of 3 kg can lead to damage to the pins; the pin had sheared off due to excessive force. No manufacturing, workmanship, or material conditions have been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that while lifting the kidneys with the fan retractor (600540), the physician noticed a malfunction in the device and confirmed that there was no pin. The physician immediately searched for it but couldn't find it. After the operation, it had been confirmed by x-ray that it was inside the patient's body; therefore, another product was used for the procedure. No surgical delay was observed. It was subsequently reported that the pin was not recovered. Currently, the patient is in good condition. No further information was provided by hospital.